Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported: hub of bioflo midline separated from the catheter 1 hour after initial placement. Catheter was removed and replaced with a new of the same device. No patient injury or complications were reported. It was reported the defective disposable device is available for return to the manufacturer for evaluation.

Manufacturer narrative:
Returned for evaluation was a single lumen bioflo midline. As received, the purple valve was detached for the oversleeve. The barbed section contained adhesive around the barbed section of the valve. The customer's reported complaint description is confirmed. The most likely root cause is that the employee performing this manufacturing steo did not fully seated the valve in the over sleeve during the catheter assembly process. Employees who performed the valve bonding sequence for this product were made aware of this event and were re-trained on proper assembly procedure. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The dfu that is supplied in the reported kit contains the following precaution and warnings: do not use if package is opened or damaged. "It is recommended that only luer lock accessories be used with the bioflo midline catheter with endexo technology. Repeated over-tightening may reduce hub connector life. Do not use hemostats to secure or remove devices with luer lock hub connections. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).